Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the device was not working. The cable was replaced as a preventive for functioning issues. It was also noted that the lens was cracked in the upper case. (B)(4).

Event description:
It was reported by clinic nurses that the rf (radio frequency) head was not working. The rf head was returned for repair. No patient complications were reported as a result of this event.